Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago from the date the manufacturer was made aware.

Event description:
It was reported that patients implantable pulse generator (ipg) would not charge. The patient underwent an ipg replacement procedure.